Event description:
Reporter stated that a pt's blood glucose was measured on the performa system with a result of 22.8 mmol/l. The same sample, when measured on a laboratory instrument, reportedly measured 9.5 mmol/l. Two additional comparisons were reportedly performed with patient's blood glucose measuring 25.4 mmol/l on the performa system and 10.9 mmol/l in the lab, and 22.8 mmol/l on the performa system and 9.5 mmol/l in the lab. Reporter did not indicate if pt's therapy was modified based on the values obtained on the performa system. No adverse event was reported. Reporter noted that 2 different performa meters were used with the suspect test strips; however, reporter did not know which meter produced which values. The manufacturer requested the return of the suspect products for evaluation.

Manufacturer narrative:
The event occurred in another country. This medwatch is for the suspect device used with performa meter.